Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, after deploying the sutures and removing the proglide device from the vessel, it was found that the foot was broken; however, remained attached to the device. A second proglide was used and after deploying the sutures and removing the device, it was found that the foot was broken off. The detached foot was retrieved via radial access using a snare device. Protamine was administered and hemostasis was achieved in the common femoral artery using manual compression. There was a clinically significant delay in the procedure to snare the detached foot. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Procedure occurred approximately 3 weeks ago. The other proglide indicated is being filed under a separate medwatch MFR number.

Event description:
Subsequent to initial medwatch report, hemostasis was achieved using manual arterial compression.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device condition was inconsistent with the reported event that the sutures had been deployed. The received proglide device was only partially deployed. The plunger/needles and suture had not been deployed. The guide was broken and detached at the distal end with the sheath still affixed to the distal end of the broken guide. Inspection of the two pieces of the broken guide determined all guide material had been returned. The foot was present, fully intact and attached to the control wire. The posterior cuff was still loaded within the posterior foot and undamaged, though the link had been detached from the cuff. The anterior cuff and link were not returned. The detached and missing link and anterior cuff are observations only and not failure modes as there was no detected device deployment and the missing components were likely removed during device removal from the anatomy. During manufacturing, all guides are visually inspected for burs, flash, warp, or damage and a sample of the lot is destructively tested to assure proper guide strength. The break is consistent with user technique by applying force, a twisting motion or torque to the device during use. The proglide instructions for use states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. User error could not be confirmed due to the device not matching the reported event and there was no information provided to suggest anatomical conditions may have played a role in the breakage of the device. The cause for the broken guide detected during the investigation could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot, which could have contributed to the reported event. A query of the complaint handling database was performed and determined that there was no device related quality issue.